Event description:
Customer reports they were getting a charger failed on bootup and the system would go no further. No pt injury was reported.

Manufacturer narrative:
The service rep arrived at the customer site the same day and tested the sys. He verified the charger failed on bootup. He replaced weak batteries but the sys still had charger failed errors. He troubleshot the charger circuit and traced problem to filament driver bp and ordered a new filament driver. The rep installed new filament driver bp and tested the sys for proper operation. The sys operates as intended.